Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. Moreover, training has already been conducted by olympus¿s specialist staff on correct handling. The event can be detected/prevented by following the instructions for use (IFU) section: ·reprocessing manual_ rinsing the endoscope and accessories following disinfection_ rinse the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the medivator was down resulting in the colonovideoscope to be cleaned manually. It was discovered that the scope was rinsed one time instead of three times. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.